Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump dropped causing damage to drive support cap. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, loose/protruded drive support disk, cracked end cap, display window missing and battery cap stripped coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.